Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 380 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer called to inquire how to switch from their old insulin pump to a new model that she had just bought. The customer is stating that they are scared to do the switch currently because they are having high blood glucose. The customer stated they will call back at another time for assistance in trouble shooting the insulin pump and high blood glucose. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.